Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer changed supplies to address the occlusion alarms. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 78 mg/dl.